Event description:
The customer observed falsely depressed alinity c total bilirubin results for a male patient. The following data was provided: initial result (B)(6): total bilirubin = 2.52 umol/l, direct bilirubin = 2.74 umol/l repeat on ((B)(6): total bilirubin = 2.61 umol/l, direct bilirubin = 3.34 umol/l repeat on (B)(6): total bilirubin = 4.02 umol/l, direct bilirubin = 3.73 umol/l repeat with another method: total bilirubin = 10 umol/l, direct bilirubin = 1.28 umol/l the repeat results generated on (B)(6) and (B)(6) were for troubleshooting purposes only. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity c total bilirubin results for a male patient. The following data was provided: initial result (ac05381): total bilirubin = 2.52 umol/l, direct bilirubin = 2.74 umol/l repeat on (ac05395): total bilirubin = 2.61 umol/l, direct bilirubin = 3.34 umol/l repeat on (c1602141): total bilirubin = 4.02 umol/l, direct bilirubin = 3.73 umol/l repeat with another method: total bilirubin = 10 umol/l, direct bilirubin = 1.28 umol/l the repeat results generated on ac05395 and c1602141 were for troubleshooting purposes only. No impact to patient management was reported.